Manufacturer narrative:
The following devices were also listed in this report: triathlon-prim tib baseplate usae mold #1434; cat # 5520-b-500, lot # smk4t. Triathlon ps x3 tibial insert; cat # 5532-g-509, lot # mup2dr. Triathlon symmetric x3 patella; cat # 5550-g-339, lot # 9 ow. Triathlon femoral peg modular distal fixation; cat # 5575-x-000, lot #snmmh. It cannot be determined which, if any, of these devices may have caused or contributed to the reported pt infection. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt is experiencing pain (right knee) which started in (B)(6) 2010. She went to the doctor in (B)(6) 2010. Her surgeon left the practice and they scheduled her to meet with another surgeon in the practice, but the office later called to cancel. Since that time, the pt has lost her medical insurance. When she tries to extend her leg, it feels like it is catching and to force it to move is extremely painful.